Manufacturer narrative:
Gore tigris vascular stent lot #12433195. (B)(4) lot: 12433194. (B)(4). The device remained implanted; consequently, a direct product analysis was not possible. The imaging evaluation from images from (B)(6) 2016 state: the pre-implantation run off series revealed contrast was visible within the sfa. There appeared to be an occlusion of the distal sfa/popliteal area, with collateral filling. Contrast was visible distal to the occlusion, there appeared to be a 3 vessel runoff. The wire appeared to be advanced to the level of the distal sfa/popliteal area. Balloon inflations were performed throughout the level of distal sfa/popliteal area. After balloon inflations, contrast was visible within the previously occluded area. The device(s) were implanted. Final images appeared to show contrast within implanted devices as well as distal to implanted devices. The imaging evaluation from images from (B)(6) 2016 08:53 state: contrast was visible within the proximal to mid sfa. Contrast was no longer visible within implanted devices at the level of the distal sfa/popliteal area. Minimal contrast was visible at the level of the popliteal. The catheter appeared to be advanced within previously implanted devices. Thready contrast was visible within the popliteal area. The imaging evaluation from images from (B)(6) 2016 14:49 state: contrast was visible within the distal sfa/popliteal area with 3 vessel runoff. Contrast was visible within the lower leg region. Contrast was visible at the level of the foot. Contrast was visible within the popliteal area. Contrast was visible within the proximal to mid sfa.

Event description:
On (B)(6) 2016, a patient was implanted with two gore tigris vascular stents for moderate soft tissue stenosis. It was reported to gore on april 6, 2016, both gore tigris vascular stents thrombosed. Six hours of rtpa thrombolysis was performed which dissolved the clot and the blood flow was restored.

Manufacturer narrative:
Medwatch #2017233-2016-00444 was sent in error. Gore® tigris® vascular stent is not currently approved for market in the united states, therefore, the medwatch has been retracted.